Event description:
Shortly after receiving breast implants a spot on my left breast had atrophy. The dr considered it a reaction to surgery. After the spot became larger. Fast forward a hard spot developed on my right breast. The spot was imaged with ultrasound and MRI. The results inconclusive. A few years passed and progressively as time moved forward more areas of my breast, stomach hardening and atrophy leading to a diagnosis of morphea. This led to a wider more diffused reaction of scleroderma. Relation to surgery / implants unk but considered. Bringing awareness as it could have been a reaction of my immune system in response. FDA safety report ID# (B)(4).